Event description:
Patient presented to the physician with going pain at the chest incision site, radiating to the right shoulder, right upper back, and lateral upper armpit area. Upon further evaluation, it was suspected that the pain was likely due to ipg impingement on surrounding nerves. Physician brought patient into the operating room, explanted the ipg and sensing lead, implanted a newer ipg model that does not require a sensing lead in a more medial location in the pocket, sutured, and closed.